Event description:
It was reported that the patient with this artificial urinary sphincter (aus) was unable to pull pump down as instructed post-operation. The pump needed repositioned. The patient was not continent as desired and requested a smaller cuff. The aus was explanted. No further patient complications reported.

Manufacturer narrative:
D4. Concomitant product UDI for cuff is (B)(4) and for balloon is (B)(4).